Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant products: 5076-52 lead, implanted: (B)(6) 2012; 419688 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported from the patient's sibling that the patient passed away approximately 21 months following the implant of the implantable cardioverter defibrillator (ICD) system. The caller alleged that the ICD system contributed to the death of the patient. A cause of death was requested and not received.